Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had a blurry image and a hard time focusing. The issue was found during an unknown procedure. There were no reports of patient harm.

Event description:
The event was found in the operating room. They used this camera along with a urf-p6 to finish the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not confirmed. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.